Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, there was tear in the oxygenator bag. There was no patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).